Event description:
It was reported that during an anterior rectum resection procedure, the instrument cut completely, but did not staple completely (1cm had no staples). Overstitched. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.